Event description:
The ablation catheter has been placed in the patient and has been in use for about an hour (20 burns) but was not steering correctly. The doctor pulled the catheter out of the sheath and noticed an unusual curve. The physician requested a new ablation catheter to complete the procedure. Device usage problem was identified as: device failed (e.g. Broke, couldn't get it to work or stopped working.)